Event description:
It was reported that there was stimulation in the wrong location. The patient has had the issue since she received the implant. The patient stated she kept the implantable neurostimulator (ins) charged up but did not use stimulation because it was in the wrong area. The patient had met with her physician and several of the manufacturer¿s representatives for reprogramming. The patient asked for help with reprogramming. The patient was redirected to the healthcare professional (hcp). It was later reported that since they put the device in 2008, she noticed the following problems. It did not provide pain control and the implantable neurostimulator (ins) shifted over and ¿only a part of it was working right now.¿ the patient stopped using the therapy and wanted to ¿get it working¿ again. The patient had x-rays and would be going to the neurosurgeon to discuss the options. The patient the clinician specialist on monday and he knew ¿the situation¿ now. The manufacturer's representative became aware of it on monday. The patient stated that he was very good and helped the patient quite a bit. No outcome was reported regarding this event. Further follow-up is being conducted for this information.

Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but was working with the doctor or manufacturer's representative. The patient had an appointment (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted for this information.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type: lead. (B)(4).